Event description:
It was reported that this implantable lead was an attempted implant due to difficulty in positioning. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection found a couple of areas where the polytetrafluoroethylene (ptfe) was slightly bunched and the rs- coils were slightly offset. This could point to the lead having been placed through a constricted area. The bunched ptfe was slight and did not affect the performance of the lead. Likely resulted from friction force when the lead was passed through a constricted space. This type of damage has been deemed a design issue.